Manufacturer narrative:
This sentence meant to say the following: upon inspection of the iabp, the fse verified that the alarm was in the logs, although no blood in the system was observed. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer complained of a "blood detected" alarm. Upon inspection the iabp, the fse verified that the alarm was in the logs, although no blood in the system was observed. The fse completed a condensation removal process, tested the iabp, and found the voltages to be correct on the solenoid driver board. The fse then inspected the iabp for correct performance with no issues. The fse could not duplicate the alarm under normal circumstances. While at the site, the fse completed the solenoid driver board field action. The customer also wanted the ECG trunk cable replaced because of a tear in the outer coating. The cable was sent overnight to the customer for replacement. The fse performed tests to factory specifications, and cleared the iabp for clinical service.

Event description:
The customer reported receiving a "blood detected" alarm while the intra-aortic balloon pump (iabp) was in use on a patient. There was no adverse event reported.